Manufacturer narrative:
Device is used for treatment, not diagnosis cannot be determined without a part number investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
A hospital in (B)(6) reported the replacement of a hook. The surgeon replaced the proximal hook of hybrid type from the right fourth rib to the second lumbar vertebra to one from the fourth rib to the fifth rib. One blue clip and two gold ones were used. From the doctor's point of view this problem was rotation out of the hook. There is not a defect and health hazard in this surgery. The doctor can¿t identify the reason due to shakeout of the rib, he thinks this issue involved flaccidness of the patient¿s bone. This report is 1 of 1 for complaint (B)(4).